Manufacturer narrative:
The subject device was returned to omsc for evaluation. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. Omsc investigated the subject device and confirmed the reported phenomenon. Based upon the condition of the fracture cross-section of the frayed wire, omsc considered that the cause of the reported phenomenon was fatigue failure due to repeated stress being applied. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during the preparation for use of the subject device, the two strands of the forceps elevator wire was frayed and raised. The procedure was completed with another device. There was no report of patient injury associated with this event.